Event description:
It was reported that the patient experienced redness and pain at the implant site. Possible infection was suspected. No intervention was performed. No further information was available.

Event description:
New information available on 7/12/2017 reveals that, the pulse generator, and the atrial lead and right ventricular lead were explanted on (B)(6) 2017. The patient was doing well and didn¿t have any adverse event from the procedure.